Event description:
It was reported that while installing a service disk on the programmer, an error occurred. The programmer was returned for service. It was also requested that the programmer receive updated parts. The programmer was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the hard drive was then reimaged and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. Concomitant product: product ID 2067l, radiofrequency head. (B)(4).